Manufacturer narrative:
H4: the device was manufactured from november 17, 2020 - november 18, 2020. H10: the actual device was received for evaluation. The sample was returned to the plant containing 229 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow during device use. It was further stated that the nurse confirmed the flow when the device was connected to the patient and twenty-four hours later no flow was observed when the nurse checked the condition. There was no report of patient injury or medical intervention associated with this event. No additional information is available.